Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID l-evolutfx-2329 (lot: 0011751068); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-26 (serial: (B)(6); product type: 0195-heart valves; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, upon first attempt the valve was deployed at a depth of 1mm on the non-coronary cusp (ncc) and while rolling into left anterior oblique (lao) position, the valve dislodged. The valve was recaptured and upon second deployment was situated at 6mm on the ncc and 8mm on the left coronary cusp (lcc). The valve was recaptured and on the third attempt, was fully deployed at 1mm on the ncc and the lcc. Upon post-deployment echocardiogram examination, severe paravalvular leak (pvl) was seen. The delivery catheter system (dcs) was removed and a 14 fr sheath was reinserted into the groin. A post-implant balloon aortic valvuloplasty (bav) was performed with 18mm, 20mm and 22mm true balloons with no change in the pvl per echocardiogram. The physician decided to implant a non-medtronic valve (23mm edwards sapien). Post-implant echocardiogram showed minimal pvl. Patient left the room and recovered. No additional adverse patient effects were reported.